Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. A technician performed an on-site inspection and the customer's complaint was confirmed. Base contacts were cleaned with alcohol and lint-free lens cleaning paper and phenomenon was resolved. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the error eb30 occurred due to contact failure of the connector. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii xenon light source had a scope communication error (error code b30). The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The customer has requested on-site inspection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.